Event description:
It was reported via trial that approximately 4 months after xience stent implantation in the right posterior descending artery (rpda) the patient experienced a sustained episode of chest pain. On (B)(6) 2010, an angiogram showed total thrombotic occlusion of the stent. It is unk if any treatment was provided; however, the event resolved on (B)(6) 2010. On (B)(6) 2010, the patient was re-hospitalized with recurrent chest pain, which was diagnosed as non st elevated, non q wave myocardial infarction. On (B)(6) 2010, an angiogram showed 100% in-stent restenosis. A drug eluting stent was implanted to treat the in-stent restenosis. There was no adverse patient sequela reported. On (B)(6) 2010, the event resolved and the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). He stent remains in the patient. The stent delivery system was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.